Event description:
It was reported that during use of the iab, the user experienced helium leak alarms from the pump. The iab was removed and a replacement was not indicated. There was no patient complications.